Event description:
Customer stated that customer was accessing area under the lid of the instrument and the lid closed on customer's hand. Customer stated customer received no injury that required medical attention.